Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they had a blank display, failed battery test, unexpected restart alarm, and e21 after battery change. The blood glucose at the time of the incident was 290. The customer states the display did not return after changing the battery. The customer was advised to remove the battery for ten minutes and clean the battery cap. After reinserting the battery back in the pump, the display did return. The pump had an unexpected restart. The customer mentioned using heavy duty batteries previously. The customer history was reviewed and noted the failed battery test. There was no troubleshooting performed for the failed battery test. The device will not be returned for analysis.